Event description:
The customer reported that the ventilator has no 35 volt direct current (dc) present on pneumatic screen. Although requested, the information regarding the use of the ventilator on a patient at the time of the event was not provided.